Event description:
It was reported by the customer that a pyxis medstation es system bioid requires maintenance. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because connection was loose at docking pcb. A field service engineer confirmed the reported issue upon arrival. The bio ID connection at the device and docking pcb was reseated, as the connection was found to be loose at the docking pcb. The station was restarted, and its operation was verified in hta diagnostics and the application, with no issues observed. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.